Event description:
Customer reported a cartridge alarm issue that occurred sometime last week, specifically cartridge alarm 30. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge using the correct technique, which resolved the issue, and the customer was able to resume normal insulin therapy.